Event description:
It was reported that during set up or inspection of an acl procedure, a burning smell was detected coming from inside the dii controller. There was a light smoke. The procedure was successfully completed without delay using a s+n back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction's could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Internal complaint reference (B)(4). B5 and h6: event description and medical device problem code updated.

Event description:
It was reported that during set up or inspection of an acl procedure, a burning smell was detected coming from inside the dii controller and after that the device could not turn on. There was a light smoke. The procedure was successfully completed without delay using a s+n back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).